Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('migration of essure protruding through back of uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy post essure"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('migration of essure protruding through back of uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy post essure"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.